Event description:
It was reported that the patient was experiencing undesired stimulation at the abdomen which caused pain despite multiple reprogramming's done. It was noted that the patient had existing abdominal issues. The patient was prescribed with pain medications. Additional information was received that the patient underwent a revision procedure wherein the leads were moved down to two vertebral levels to better cover the patients pain. The patient was doing well postoperatively and the device remained implanted.

Manufacturer narrative:
Exact date unknown, event occurred around (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 7047834.

Event description:
It was reported that the patient was experiencing undesired stimulation at the abdomen which caused pain despite multiple reprogramming's done. It was noted that the patient had existing abdominal issues. The patient was prescribed with pain medications.